Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that during its installation surgery the dental implant had to be removed due to the fracture of connection. The installation region was 28#, 60ncm of primary stability was achieved, the patient presented bone type I and immediate implant procedure was performed.